Event description:
It was reported that during patient use, a ventilator failed to recognize the patient connection. Although requested, there is no information regarding the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and was unable to duplicate the customer reported malfunction. The ventilator passed all tests and was operating within the manufacturing specifications.